Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "there is huge black particulars are coming out from the bipap machine, from 2018 we have not noticed, these many days the bipap machine was used, and black particulars have gone into my mother lungs and I'm not sure when she is going to get a problem". There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "there is huge black particulars are coming out from the bipap machine, from 2018 we have not noticed, these many days the bipap machine was used, and black particulars have gone into my mother lungs and I'm not sure when she is going to get a problem". There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.